Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), batch/lot #: 21229637, description: infinion 16 contact lead. Model #: sc-4316, serial #: ni batch/lot #: 20928879, description: clik anchor.

Event description:
A report was received that the patient experienced high impedances and a loss of therapy. The patient underwent a procedure where two leads and lead anchors were explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced high impedances and a loss of therapy. The patient underwent a procedure where two leads and lead anchors were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4) batch lot #: 21229637 description: infinion 16 contact lead model #: sc-4316 serial #: ni batch lot #: 20928879 description: clik anchor sc-2316-70 sn (B)(4): the complaints of the patient losing stimulation and high impedance readings were confirmed. Visual inspection found the lead body was bent, kinked, damaged at the clik anchor site, 1 cm from the set screw mark. Xray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body is kinked right after it exits the clik anchor and it resulted in the reported complaint. Sc-2316-70 sn (B)(4): the complaint of high impedances were confirmed. Visual (microscope) and xray inspection of the lead revealed that multiple the cables were completely broken at the bent, kinked location of the lead, 1 cm from the retention sleeve. No cables are exposed at the damaged portion of the lead. The broken cables resulted in the reported complaint of high impedance. The returned clik anchor passed all required tests performed and exhibits normal device characteristics.